Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported no problems were found during the evaluation of the iabp. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The full event site is (B)(6) but was shortened due to the character limit.

Event description:
It was reported that the auto fill failure message appeared on cs300 intra-aortic balloon pump (iabp) screen. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.